Event description:
3 shocks delivered. Intermittent undersensing on ventricular lead, possibly resulting in delay to detection, misclassification of episodes, and inappropriate ventricular pacing at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).